Event description:
It was reported that the o2 concentration was fluctuating during treatment. There was no patient harm. Manufacturer ref. : (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module was replaced. No goods have been received despite of several reminders. Evaluations of the received device logs confirms the reported event. A pre-use check was confirmed to be successful prior and after to this ventilation period. As no goods were returned for investigation, the cause of the reported failure could not be determined.